Event description:
From a clinical study the following information was obtained: on (B)(6) 2018, a gore-tex® stretch vascular graft was implanted in a dialysis access application. The implant was in the study patient's left arm (brachial to brachial). On (B)(6) 2018, thrombosis of the vascular graft (prosthetic line) was reported. Intervention was performed. The reported issue was listed as disease-related and resolved without sequelae.

Manufacturer narrative:
A4: patient weight was not made. H3: device remains implanted. Therefore, direct product analysis was not possible. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. IFU for gore-tex® vascular grafts. Possible complications with the use of any vascular prosthesis. Complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: redundancy; infection; ultrafiltration or perigraft seroma; thrombosis; mechanical disruption or tearing of the suture line, graft, and/or host vessel; excessive suture hole bleeding; formation of pseudoaneurysms due to excessive, localized, or large needle punctures; or perigraft hematomas. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.